Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up of this pacemaker there were several stored episodes of noise, oversensing and pacing inhibition. The patient was not pacemaker dependent and had an intrinsic rhythm at 35 beats per minute. The patient's right ventricular (rv) lead is a non-boston scientific product. Boston scientific technical services (ts) reviewed the data and confirmed the appearance of minute ventilation oversensing on the rv channel. The minute ventilation diagnostic also reported at least three instances of high rv impedance measurements. There were no out of range impedances from the daily measurements. Ts stated that the minute ventilation feature needed to be programmed off immediately to avoid further pacing inhibition. The noise was unable to be reproduced with device manipulation or isometrics. All lead measurements were found to be within normal limits during testing. The minute ventilation feature was programmed off. This pacemaker remains in-service.